Event description:
It was reported to boston scientific corporation that a gold probe hemostasis catheter was used during an esophagogastroduodenoscopy (edg) procedure. According to the complainant, when the button of the gold probe was pushed, the device did not work. The procedure was completed with another gold probe hemostasis catheter. There were no patient complications as a result of this event. The patent's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).